Event description:
The clinic reported that a laser vision correction patient presented with irritation on left eye. Under examination it was noticed a large fiber vertically at nasal hinge. Flap lift and rinse was performed on (B)(6) 2013. Account reported there was no loss of best corrected visual abuity (bcva) and no increase of topical steroid dosage.

Manufacturer narrative:
(B)(4): the clinic is reporting this adverse event only and did not request or require field service or clinical support. Patient complaint of irritation on left eye was becoming worse.all pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Device available for evaluation - yes. Initial reporter phone #: (B)(6). Placeholder.